Event description:
Resident was being put back to bed. Resident and care giver heard the quarter rail click and resident reached for rail to pull herself up in bed when it fell and hit her leg and sustained a possible fracture. See all x-rays. Built in (B) (6) 2004. Dates of use: (B) (6) 2005 -- (B) (6) 2009. Diagnosis or reason for use: encourage bed mobility.